Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing resulting in inappropriate anti-tachycardia pacing (atp) and one inappropriate shock. It was stated that the rv was probably sensing atrial activity. Technical services (ts) discussed troubleshooting options, including obtaining imaging. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing resulting in inappropriate anti-tachycardia pacing (atp) and one inappropriate shock. It was stated that the rv was probably sensing atrial activity. Technical services (ts) discussed troubleshooting options, including obtaining imaging. This lead remains in service. No additional adverse patient effects were reported. Additional information was received that the cause of the oversensing was unknown. Therapy zones were readjusted and this rv lead remains in service.